Manufacturer narrative:
Lawyer-filed report- (B)(4). Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report numbers: 2183959-2013-00896 and 2183959-2013-00899. It was reported the plaintiff was implanted with a perigee mesh on (B)(6) 2007, to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged that the plaintiff had pain with movement or change of position, dyspareunia, scarring, and the mesh eroded into the tissue. The mesh "cannot all be removed and (the patient) "will have to live with pain." Reference voluntary report: (B)(4).